Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Method - the programmer files were reviewed. The noise sensing episodes recorded in device memory resulted from external emi (50hz). The source of this external noise (emi) should be identified and avoided in the future. The analysis did not reveal any anomaly of the ICD or of the lead. Nevertheless, it should be noted that a field safety notice was issued for isoline leads in january 2013 related to internal insulation breach. In the absence of any evidence of lead malfunction, standard follow up intervals apply (3 month intervals, as recommended in the sorin ICD labeling); reprogramming of vt/vf detection parameters could be evaluated (such as extending the persistence); however, this should be weighed against delaying appropriate therapy. At the next routine follow up, patients should be informed to contact you should they experience shock therapy.

Event description:
Reportedly, noise sensing was observed during follow up of the subject icds in both channels.